Event description:
During preparation for surgery, it was noticed that the end cap of the surgical light fell off and could not be found. This cap is used mainly for cosmetic purposes and to cover wires inside the arm. No pt involvement.

Manufacturer narrative:
The product does not have an exp date. Eval summary: the end cap of the surgical light is a cosmetic cover on the cardanic of the led visum light. This is the first report of this type of cover falling. The cap has been replaced. A likely cause for the failure is a user mis-use causing a collision with this component and the cap to come loose and fall. No pt involvement or user injury has been reported.